Event description:
The facility representative reported an ipump with a condition of ''alarm saying pca button not connected''. This condition occurred during programming/setup in the biomed service. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of an ipump with a condition of ''alarm saying pca button not connected'' was confirmed and reproduced. The root cause was attributed to physical damage to the patient controlled analgesic connector. The micro processing unit board was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.